Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The crossbrace was returned for evaluation, and subsequent testing verified the complaint. There was a broken tab just above the weld. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The dealer states the crossbrace broke at the weld on the left side when seated.